Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant pain. The patient wanted to know if it would be dangerous in the healthcare provider (hcp) did not know the pathway of the catheter when an epidural was required. The patient had surgery to removed an ulcer on the back of their arm in (B)(6) 2014 and an epidural was performed twice. The surgery was not related to the pump. It was noted the front of the patient's arm was now 3 shades dark due to the surgery. Currently, the patient felt "something was moving around" in the back where the patient thought the catheter would be located. It was confirmed the movement was not felt at the pump pocket. The patient could not provide a date for issue onset and indicated the issue occurred off and on for " quite awhile." The patient reportedly did not "have a feeling" until after the (B)(6) 2014 surgery. The patient initially believed the issue was due to their mattress, but the issue persisted once getting a new mattress. The patient wanted to know if a test could be performed to check for a catheter breach. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.